Manufacturer narrative:
One used sample was returned for analysis of tubing and anti-siphon valve (asv) separation. As received, the asv valve was not returned with the rest of the set. The complaint of separation can be confirmed. The probable cause is due to an inconsistent solvent application at the bond during manufacturing. The tubing was observed to be separated from the missing asv valve. No other damages or anomalies were observed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that there had been a broken tubing issue. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.